Manufacturer narrative:
Was used for the cardiac injury since there is no code available which best describes an unspecified cardiac injury. This is one of two device reports associated w/this event.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac injury and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.